Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was found before surgery that a pink double-sleeve combination was found to have come off. The pink ring was supposed to be affixed at the tip of the reported protection sleeve. No patient involvement was reported. This complaint is for one (1) unknown protection sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: we have received the complained protection sleeve for investigation; the exact reason why the bonded connection failed cannot be clarified conclusively. The gap between the inner diameter of the pink ring (B)(4) and the outer diameter of the counterpart, holding ring (B)(4), has been measured and is 0.045mm. The size of the bonding gap (0.045mm) is in accordance to the drawings. A visual inspection has been performed to evaluate if the adhesive has been applied on the complete surface. Result: on the surface of both parts is adhesive present and still viewable. The amount of adhesive which has been applied cannot be determined anymore. Another reason could be that part fell down or got hit by accident before the adhesive was fully dry. The information¿s from the reported issue are not useful to clarify if the part was already disassembled inside the package or it happening after the clinical processing at the customer site. No manufacturing failure could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient involvement. Report is for one (1) unknown protection sleeve. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review ¿ no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: affected part description: protection sleeve 15/13 reported issue: it was found before first time of use that a pink double-sleeve combination was found to have come off. The pink ring was supposed to be fixed at the tip of the reported protection sleeve. No patient involvement was reported. Conclusion: the exact reason why the bonded connection failed cannot be clarified conclusively. However, the following statements can be made: the gap between the inner diameter of the pink ring 50127627 and the outer diameter of the counterpart, holding ring 50103928, has been measured and is 0.045mm. The size of the bonding gap (0.045mm) is in accordance to the drawings. A visual inspection has been performed to evaluate if the adhesive has been applied on the complete surface. Both parts appear to have adhesive present and still viewable. The amount of adhesive which has been applied cannot be determined anymore. Another reason could be that part fell down or get hit by accident before the adhesive was fully dry. The information from the reported issue is not useful to clarify if the part was already disassembled inside the package or it happened after the clinical processing at the customer site. This could be useful to understand if the cause is production related or a customer handling failure. Device is not distributed in the united states, but is similar to a device marketed in the us. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.